Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the doctor that the customer was hospitalized due to hypoglycemia. Doctor stated that there was a 911 for their high blood glucose levels. Customer's blood glucose level was 37 mg/dl. Customer ended up on the floor and was too weak to get up. Customer was wearing the pump at the time of the 911 call. Doctor was asked to tell the customer to call in and make sure the pump is working correctly. Doctor was assisted in putting the pump in suspend mode. No additional information provided.